Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope with oversensing and non-sustained ventricular tachycardia (nsvt) episodes showing non- physiologic noise on the right ventricular (rv) lead. The pace/sense portion of the lead was capped and a prophylactic previously capped lead was reactivated and used as the new pace/sense lead. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.